Event description:
It was reported a patient's right ventricular (rv) lead presented with noise that led to inappropriate shocks. No changes were reported. The patient status was unknown.

Manufacturer narrative:
Further information requested but not received.

Event description:
New information received notes the patient's right ventricular (rv) lead was explanted and replaced in a procedure on (B)(6) 2023. Post-procedure the patient was stable.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a partial lead was returned in two portions for analysis. Electrical testing did not find any indication of conductor fractures but did find an internal shorts. Further analysis found the ring electrode cable was abraded in two locations in the middle region of the lead. The cause of the reported event was isolated to the exposure of the coils in the abrasion zone consistent with external forces. All other damages found are consistent with procedural damage.